Manufacturer narrative:
The pump was received with an intermittent act button response due to corroded keypad traces. The pump passed the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery test. The pump was received with a cracked reservoir tube lip, a case cracked at the display window corner, a minor scratched lcd window, a scratched reservoir tube window, and a stained lcd resilient cover.

Event description:
The customer reported via phone call that she had a keypad issue on the insulin pump. Customer's blood glucose was over 400 mg/dl at the time of the incident. Customer stated that her pump buttons were not responding and she removed and reinserted the battery. Customer reported that the buttons were still not responding. Customer stated that she was paddling the river and the pump was on her but she was not aware of it at the time. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.